Manufacturer narrative:
Corrections: product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) procedure with a non-compatible device. The device remains in use. No patient complications have been reported as a result of this event.